Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the issue was due to corrupted sw disk. To resolve the issue, fse installed new hard disk and suggested for the replacement of host pc. Following the installation of new hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not booting up in the morning. There was no harm reported. Philips has started an investigation of this complaint.